Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One unknown biomet implant, abutment and crowns were returned for investigation. Per customer, there were no allegations against the abutment which was removed due to implant fracture. Therefore, this investigation addresses only the implant. Visual evaluation of the as returned implant identified fracture across the threads. Functional testing could not be performed due to the nature of the device and event. Pre-existing condition noted on the per was 'moderate density ¿ type ii'. The device had been placed on tooth #16 (fdi) for approximately 10 ½ years. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h ¿ july 2021. Per the applicable IFU, it is stated that breakage may occur following improper techniques used and when device is loaded beyond its functional capability. DHR & complaint history review: DHR and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Catalog and lot number unknown / not provided . UDI not available. PMA/510(k) number not available.

Event description:
Doctor reported implant fracture.